Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6, implantable collamer lens, -6.5/+1.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a same size, different diopter lens due to refractive surprise. The problem is resolved. The cause is listed as unknown.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in liquid in vial with clear surgical debris/residue on product. Visual inspection found the haptic torn and broken. Dimensional and functional inspection found the lens to be within specification. (B)(4).